Event description:
It was reported that: while ventilating a pt, the ventilator posted a fault code and then the machine powered down. The pt was manually ventilated with an alternate device until being placed on another ventilator. No pt injury.